Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on keypad noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alarm. The block mode was inactive. Customer reported that the insulin pump was not exposed to moisture. Customer reported that they did not press button for 3 minute and longer. The numbers were not ramping and scroll bar was moving by its own or without input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.